Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The single port (sp) 6mm fenestrated bipolar forceps instrument was analyzed and found to have a broken molded insulator. Broken piece, measuring approximately 3.71mm x 9.18mm was not returned with the instrument. The instrument was found to have a missing grip tip. The missing grip tip, measuring approximately 14.53mm x 4.69mm, was not returned with the instrument. The complaint regarding broken forceps was confirmed by failure analysis. The probable root cause for the broken molded insulator is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. The probable root cause of the missing grip tip is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that during a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that the fenestrated bipolar forceps instrument broke. The instrument was removed and replaced with a backup. Following this, the user continued and completed the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the tip or jaw of the instrument was completely broken off and detached. No fragment fell into the patient, nor was any fragment retrieved during the procedure. Consequently, no additional surgical procedures were required, and no post-operative tests like x-rays or ultrasounds were performed. There was no injury to the patient, and the cause of the damage to the tip is unspecified. The instrument did not collide with any other instruments or hard materials during the procedure. There is uncertainty regarding the event date, whether it was on 01/24/2024 or 07/03/2025. There are no photographic images or video recordings available for review.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.